Event description:
This lv lead was attempted implant on (B)(6) 2013, due to unable to find distal position with low threshold. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).